Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery /serial #: (B)(4)/ model #: 1650de/catalog #: 1650de/ expiration date: 2016-10-31, not returned, mfg date: 2015-10-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /serial #: (B)(4)/ model #: 1650de/catalog #: 1650de/ expiration date: 2016-11-30, not returned, mfg date: 2015-11-30, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /serial #: (B)(4)/ model #: 1650de/catalog #: 1650de/ expiration date: 2016-10-31, not returned, mfg date: 2015-10-31, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery /serial #: (B)(4)/ model #: 1650de/catalog #: 1650de/ expiration date: 2016-11-30, not returned, mfg date: 2015-11-30, not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced power switching involving patient¿s controller and four batteries. There were no alarms or pump stops reported. There was no damage to controller or its ports seen. Controller and batteries were exchanged with resolution of the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. Failure analysis of the controller revealed that the controller passed functional testing. Visual inspection of controller under 10x magnification revealed hairline crack around power port two (2) and contamination inside power ports 1 <(>&<)> 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks and contamination on power ports were not related to the reported event. An internal investigation has been opened to evaluate hairline crack and implement corrective actions as required. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. The most likely root cause of the contamination found within the ports can be attributed to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. As a result, the reported event could not be confirmed. Additional products: battery/ (B)(4). D10: yes, return date: 2018-08-08 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 331 h6 FDA conclusion code(s): 12, 19 additional products: battery/ (B)(4). D10: yes, return date: 2018-08-08 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 331 h6 FDA conclusion code(s): 12, 19 additional products: battery/ (B)(4). D10: yes, return date: 2018-08-08 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 331 h6 FDA conclusion code(s): 12, 19 additional products: battery/ (B)(4). D10: yes, return date: 2018-08-08 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 180, 331 h6 FDA conclusion code(s): 12, 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.